Event description:
It was reported that the patient was in rapid atrial flutter with rapid ventricular response and the atrial lead was undersensing p waves due to quiet-timer blanking. The sensitivity was reprogrammed to a less sensitive setting. The patient was to be cardioverted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.